Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock due to oversensing on the lead. The oversensing was reproduced with deep breathing. X-ray revealed dislodgement. The lead was repositioned.